Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta head, 12/14, 32 x 0 on (B)(6) 2014. It was reported that a revision surgery was performed on (B)(6) 2015 due to infection. All implants were removed and a spacer was put in its place.

Manufacturer narrative:
It was reported that the patient was implanted with a biolox delta head, 12/14, 32 x 0 on (B)(6) 2014. A revision surgery was performed on (B)(6) 2015 due to infection. All implants were removed and a spacer was put in its place. DHR review results: biolox delta head, 12/14, 32 x 0; ref: 00-8775-032-02; lot: 2719362. Yield: 200. Delivered: 200. Scrapped:0 . Reason for scrapping: n/a. Delivery date: september 10, 2013. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Root cause analysis: manufacturing quality record of the biolox delta head showed that the released components met all the requirements to perform as intended. The device was not returned so the exact condition was unknown. No documents confirming an infection were received. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. In addition, the irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it was not suspected that the product caused or contributed to any patient infection. However, the possible causes for revision are covered in the dfmea ot the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).